Event description:
It was reported that (1) atw35 was used during an unk procedure. It was reported by the affiliate that the closing lever would not close, so the device could not fire. Opened another device to complete the case. There was no pt consequence.